Event description:
It was reported to philips that the customer needed a new battery for their device. It was not disclosed the reason why they needed a new battery; however, the device was inoperable without a battery. There was no reported patient or user involvement and no adverse patient/user impact.